Event description:
Total hip replacemaent failed and had to be removed. The femoral component measured 25 cm in length and the acetabular ball measured 3.2 cm in diameter. The articular surface was smooth and shiny. The acetabular cup measured 6.5 cm in diameter and 3.2 cm in inner diameter. The articular surface was focally roughened. Polymethylmethacrylate bone cement was attached to the outer surfaceinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.